Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms noted. All operating currents are within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No excessive no delivery or motor error alarms were noted. The insulin pump was programmed with correct time and date. The insulin pump was monitored for several days with a 1.0 u/hr basal rate and several bolus were programmed and delivered during this period; all basal profiles and all bolus delivered were properly recorded at the bolus and daily totals history screens. No bolus or bolus history anomalies were noted. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and button error. Customer's blood glucose levels were anywhere between 50 mg/dl and 400 mg/dl. The customer treated his blood glucose level with a bolus but it did not appear in the history. The customer's low blood glucose level was treated with food and drink. The insulin pump was exposed to a magnetic field. The self-test and displacement test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.